Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 20-dec-2017. The most recent information was received on 03-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("permanent abdominal pain") in a female patient who had essure (batch no. 689931) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("very painful periods"), menorrhagia ("very abundant periods / periods lasts for several weeks with 5 or 6 days of stopping"), fatigue ("deep fatigue / constantly exhausted"), uterine cervical pain ("cervical pain"), back pain ("backache / lumbar pain"), arthralgia ("joint pain on hands, hips, knees and ankles"), sciatica ("sciatic nerve pain at least twice a month and for several days"), neuralgia ("very frequent femoral nerve pain"), migraine ("migraines"), visual impairment ("vision disorders"), alopecia ("heavy loss of hair"), weight increased ("weight gain"), loss of libido ("loss of libido"), amnesia ("loss of memory"), disorientation ("orientation disorders"), speech disorder ("speech disorders"), disturbance in attention ("concentration disorders"), ovarian cyst ("ovary cysts"), cyst ("a lot of cyst in chest"), endometriosis ("a lot of endometriosis"), adenomyosis ("adenomyosis") and general physical health deterioration ("general worsening"). The patient was treated with chlormadinone acetate (luteran) and surgery (total hysterectomy and salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, fatigue, uterine cervical pain, back pain, arthralgia, sciatica, neuralgia, migraine, visual impairment, alopecia, weight increased, loss of libido, amnesia, disorientation, speech disorder, disturbance in attention, ovarian cyst, cyst, endometriosis, adenomyosis and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, alopecia, amnesia, arthralgia, back pain, cyst, disorientation, disturbance in attention, dysmenorrhoea, endometriosis, fatigue, general physical health deterioration, loss of libido, menorrhagia, migraine, neuralgia, ovarian cyst, sciatica, speech disorder, uterine cervical pain, visual impairment and weight increased with essure. The reporter commented: the pain was more and more unsustainable and periods were painful in the course of time. Because of no improvement of her general health state and to contrary a general worsening, the patient decided to undergo total hysterectomy and salpingectomy to remove essure. Diagnostic results: unspecified date: CT scan, MRI and other examinations were performed, but nothing was found. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-jan-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1880 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-jan-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4) on 20-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("permanent abdominal pain") in a female patient who had essure (batch no. 689931) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("very painful periods"), menorrhagia ("very abundant periods / periods lasts for several weeks with 5 or 6 days of stopping"), fatigue ("deep fatigue / constantly exhausted"), uterine cervical pain ("cervical pain"), back pain ("backache / lumbar pain"), arthralgia ("joint pain on hands, hips, knees and ankles"), sciatica ("sciatic nerve pain at least twice a month and for several days"), neuralgia ("very frequent femoral nerve pain"), migraine ("migraines"), visual impairment ("vision disorders"), alopecia ("heavy loss of hair"), weight increased ("weight gain"), loss of libido ("loss of libido"), amnesia ("loss of memory"), disorientation ("orientation disorders"), speech disorder ("speech disorders"), disturbance in attention ("concentration disorders"), ovarian cyst ("ovary cysts"), cyst ("a lot of cyst in chest"), endometriosis ("a lot of endometriosis"), adenomyosis ("adenomyosis") and general physical health deterioration ("general worsening"). The patient was treated with chlormadinone acetate (luteran) and surgery (total hysterectomy and salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, fatigue, uterine cervical pain, back pain, arthralgia, sciatica, neuralgia, migraine, visual impairment, alopecia, weight increased, loss of libido, amnesia, disorientation, speech disorder, disturbance in attention, ovarian cyst, cyst, endometriosis, adenomyosis and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, alopecia, amnesia, arthralgia, back pain, cyst, disorientation, disturbance in attention, dysmenorrhoea, endometriosis, fatigue, general physical health deterioration, loss of libido, menorrhagia, migraine, neuralgia, ovarian cyst, sciatica, speech disorder, uterine cervical pain, visual impairment and weight increased with essure. The reporter commented: the pain was more and more unsustainable and periods were painful in the course of time. Because of no improvement of her general health state and to contrary a general worsening, the patient decided to undergo total hysterectomy and salpingectomy to remove essure. Diagnostic results: unspecified date: CT scan, MRI and other examinations were performed, but nothing was found. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.794 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.